Event description:
Revision surgery - due to instability of the cemented liner into the stryker cup and chronic dislocation of the non-complaint pt, the surgeon intended to change the inclination and version of the cup without removing the current cup. There was no failure in a djo product.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability and chronic dislocation caused by patient non-compliance after 57 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the (B)(4) complaint against this lot. The reason for the patients instability and chronic dislocation was reported as patient non-compliance. There are no indications of a product or process issue affecting implant safety or effectiveness.